Event description:
It was reported that during a procedure, metal debris from the unit fell into the patient. It was further reported that the unit did not contact bone. Only soft tissue was contacted.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.